Event description:
It was reported that this right ventricular lead exhibited high within range impedance measurements and high pacing thresholds. This impedance has been gradually rising. Reprogramming options were discussed. Evaluation of the lead was performed, outcome was that the lead was stable and the plan is to continue monitoring the patient. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the impedance has reach out of range measurements, due to this a lead safety switch was triggered.